Event description:
It was reported that a small volume intermate had clear residue on the filter of the device; it was not specified if the residue was in the fluid path. This was noticed after the unit was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection of the device did not reveal any evidence of particulate matter either on or in the filter or other parts of the unit. The inspection did reveal a raised flash approximately 1.78 mm wide and 3.02 mm long on the stress-member component. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.